Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump's battery compartment was cracked. Review of the insulin pump's alarm history showed that two no delivery alarms, a button error alarm, a low battery alert, and a bad battery alert were also returned. Customer reported that the insulin pump may have been dropped recently. Blood glucose level was not provided. No further information was provided.